Event description:
During the case, the fiber sheath felt very warm-when the fiber was removed, the white plastic coating appeared to have melted and broken in one area. Pt sustained burn to lower lip.

Manufacturer narrative:
Patient sustained a 2cm burn on lower lip. No burn in trachea. No medications or treatments ordered by physician. Laserscope field service personnel visited facility on 8-1-96. No error codes noted in log, and no problems found with the laser system. Passed auto-test. Performed preventative maintenance. On 8-15-96, laserscope evaluated the returned fiber and found the fiber tip burned. However, all functional tests passed. Furthermore, the distal end cleaved and stripped normality. Fiber was used in 100% oxygen during bronchosopy. The oxygen saturation aided in the fiber burning. Use of oxygen is warned against in product labeling.